Event description:
Material # 305764; batch # 3237715. It was reported by customer that the needle will not allow to push out any air or medication. Verbatim: rcc received a complaint via email. Email(s) attached. Good morning, it has come to my attention recently that in various boxes of purchased bd eclipse needles through and a have been somewhat faulty. Once the needles are moved to syringes with or without medication in them, the needle will not allow to push out any air or medication, and the needle has to be changed which is a waste of resources. Product information is below taken from anda. Just curious if any other medical facilities have had this issue as well or if there is a way to resolve this. Needle 21gx1. Brand equivalent: needle 21gx1. Ndc: (B)(4) upc: 0130382903057642. Item: (B)(6). Size: (B)(4). Form: medical/surgical supply item. Manufacturer: bd.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on clogged needle at the qa outgoing inspection and visual inspection on clogged needle at the assembly in-process inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse 21x1 rb tw was clogged/blocked. The following information was provided by the initial reporter: good morning, it has come to my attention recently that in various boxes of purchased bd eclipse needles through anda have been somewhat faulty. Once the needles are moved to syringes with or without medication in them, the needle will not allow to push out any air or medication, and the needle has to be changed which is a waste of resources. Product information is below taken from anda. Just curious if any other medical facilities have had this issue as well or if there is a way to resolve this. Needle 21gx1 brand equivalent: needle 21gx1 ndc: 08290305764, upc: 0130382903057642 item: 854241 size: 100 form: medical/surgical supply item manufacturer: bd additional information provided: 1. Can you please provide an exact date of the event in this format dd-mmm-yyyy? No specific date--ongoing issue. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient involvement. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No, but next time it occurs I can set it aside for investigation. 4. Provided material number [854241] not matching with our records, kindly provide the actual material and lot number. Bd eclipse¿ needle 21 g x 1 in. Sku/ref (B)(4).